Event description:
During an angioplastic procedure the surgeon realized that the contrast liquid leaked out, not allowing a proper inflation of the device. He realized that the hub was cracked. There were no anomalies noted with the device when it was taken from its packaging. The device was properly prepped following the IFU instructions. There was no resistance felt as the device was being advanced to the lesion. The device was not torqued ot steered by the hub to get to the lesion. The device was not advanced with the indeflator attached to the hub. When the catheter was located at the lesion to be treated in order to be inflated, the surgeon realized that the contrast liquid leaked out, not allowing a proper inflation of the device. He thus realized that the hub was cracked. Thus the surgeon decided to retrieve the device and use a new one. No adverse patient consequences. There was only a few minutes delay of the surgery time.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.